Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys brahms pct results for two patient samples. Patient 1: the initial result was 14.84 ng/ml.. The repeat result was 0.038 ng/ml.. The repeat result on another cobas e 411 immunoassay analyzer was 0.020 ng/ml with a data flag. The result from a new sample from the patient was 0.033 ng/ml. Patient 2: the initial result was 14.84 ng/ml. The repeat result was 0.250 ng/ml. Information concerning if any erroneous result was reported outside the laboratory was requested but was unknown. There was no allegation was an adverse event. The reagent lot number was 121669. The expiration date was requested but was not provided. An issue with the database or the software was suspected. Information was provided that the customer had not been performing the "sample data clear" in the software as recommended. Service personnel visited the site and performed the "sample data clear", liquid flow cleaning, calibration, and qc which was successful. Based on the data provided, a reagent issue was excluded.

Manufacturer narrative:
In very rare cases a software malfunction in the sample and control data file can occur which may lead to a potential data mismatch. This software malfunction only occurs when the "sample data clear" function is not performed daily as indicated in the operator¿s manual, and when the sample and control data file is filled with > 2000 records. The issue described above can lead to result mismatch (wrong test order and wrong result reporting). All tests that are run on the affected analyzers are potentially affected. The manufacturer has confirmed this malfunction of the system. Hitachi will resolve this issue with a new software version. This new software will prevent samples from being ordered and run on the cobas e 411 analyzer when the sample and control data file is full. A workaround has been provided to customers until the updated software version is available.

Manufacturer narrative:
The initial result was released to the physician who requested the laboratory repeat testing as the result did not correlate clinically for the patient. Further investigation by the manufacturer confirmed there was a problem with the software. This issue occurs when the sample database is filled with "not documented samples" due to the printer setting selected. This issue is typically avoided by the customer performing "sample data clear" in the software as recommended. However, it was confirmed the customer was not performing this action as recommended which led to the issue.